Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained.

Event description:
The consumer reported getting reagent solution in their eyes from the binaxnow covid-19 antigen self-test on (B)(6) 2021. The consumer was concerned with the interpretation of their test and walked through the testing process with technical services. It is unclear how the reagent solution came into contact with the consumer's mouth. Although requested, no further patient information as provided. The consumer did not report any symptoms, treatment, or medical intervention as a result of the contact and was focused on assistance with the interpretation of their test. Technical services confirmed that the customer was satisfied with the information provided.